Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with an increase in shock impedance measurements to 117 ohms on this right ventricular (rv) lead. A revision was performed and it was discovered that the distal setscrew was loose in the header. The rv lead was re-secured in the header and the shock impedance measurement was 48 ohms. No other adverse patient effects were reported. The ICD and rv lead remained implanted and in service. At a later date, the ICD and lead were explanted and returned for laboratory analysis. There were no allegations against the functionality or longevity of these products.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was analyzed. Two setscrew marks were noted on all terminal pins. The lead body was curled from the yoke to the distal tip. The gore was separated on the proximal coil with evidence of stretched coils. Both coils were separated from the medical adhesive on one end. In addition, the helix mechanism was not able to be tested as it was completely entwined with tissue. Approximately 34 to 36 cm from the terminal pins, both the distal and proximal defibrillator conductors were cut through and the proximal cable was looping out of the lead body at the same location. In addition, the distal defibrillator conductor was fractured 57 cm from the terminal pin and a tear in the insulation was noted in the same location. An x-ray was taken and showed that the fracture occurred at about 4.9 cm from the distal tip. Further analysis of the damage showed evidence of a ductile fracture or a fracture were tension was first applied that stretched the location until it broke. This is indicative of tension being applied to the lead during an explant procedure. Resistance testing was performed on this lead but failed due to the damage to the conductors. No further testing was performed. Laboratory analysis determined that the damage noted on this lead was most likely induced during the explantation procedure. Testing was not able to be performed to address the original allegations of out of range shock impedances due to the discovered fracture.